Event description:
It was reported that the patient presented to the emergency room (ER) on the date of report unresponsive; altered mental status with overdose symptoms. The patient was hospitalized and the pump was set to minimum rate mode (patient was previously on 4mg/day morphine). Further diagnostic testing was to be performed at a later date. The patient¿s status at the time of the event was said to be alive and no injury. At the time of the event, the patient was also taking percocet and xanax. The patient was seen on (B)(6) 2014 and was doing well. The pump was still at minimum rate and was to be refilled on (B)(6) 2014 with a lower concentration medication. The pump was used to deliver bupivacaine and morphine.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that after they decided to run the bridge at 0.96mg/day for old drug desired dose (oddd)-they instructed the wife and the patient that if the patient felt sleepy to contact the doctors office. The patient was brought into the ER on the day of report; the patient was breathing but could not easily be awoken/aroused. When the patient was hospitalized, they were bradycardia "30's or 40's." It was noted they were going to turn back down the pump to minimum rate on the day of report as the patient was not able to tolerate the high dose running during the bridge. It was reported that they tried to do the "removing system contents procedure on (B)(6) 2014 but were unable to aspirate from the catheter access port (cap). It was noted that the patient's dose at one time was 4.3mg/day. It was unsure if the patient was still hospitalized and the manufacture representative was not sure about the patient's current status as of (B)(6) 2014.

Manufacturer narrative:
Concomitant medical products: product ID: 8709, lot# l71599, implanted: (B)(6) 1999, product type: catheter. (B)(4).

Event description:
Additional information received reported that the pump was turned down to minimum rate mode because the patient¿s wife had admittedly may have given the patient too many pills. The new drug concentration at refill was 0.96mg/day (lowest the programmer would allow). That concentration was more than the healthcare provider (hcp) would like to start the patient back on. The hcp decided to remove the old concentration and program a bridge bolus at the lowest programmable rate; would take 219.49 hours.

Event description:
Additional information received reported that it was determined that the medication would be cleared at minimum rate mode on (B)(6) 2014.